Event description:
Reporter stated that she was having all kinds of adverse effects for 10 years from her breast implants. She said she has been experiencing, anxiety, depression, acne, thrush, brain fog, fungus, candida, body odor, dry mouth, memory loss, tingling fingers and feet, feeling cold, band-aid all over her face and chest because of very soar rash and cystic acne. She also said she was having different drug addictions as a result of anxiety and depression medications.